Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the o2 gas module was identified as faulty and was replaced. The o2 gas module regulates the inspiratory gas flow and gas mixture. Defective o2 gas module may lead to stop of ventilation or low o2. The defective part has not been returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/28/2009. Corrected manufacture date: 10/05/2009.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).